Event description:
It was reported that pt images on the 9800 system are mixed up with other pts folders. Customer was able to retrieve all images. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleared all pt directories and rebooted unit. Monitored unit for two weeks. The system was tested and found to be working as intended and placed back into service.